Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, and software passed the system checkout. The system was found to be fully functional. A software investigation was initiated but was unable to determine probable cause without further information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the health care professional (hcp) used tracer registration and received an error metric of 2.6, but when they moved to verify accuracy the points were flipped and when they touched the back of the head, the system showed them on the front of the face. They tried tracing three times and on the third time, they tried to add touch points and were unable to. The site brought in a different navigation system and the tracer passed on the first try and they were able to continue with less than an hour delay in the procedure. No impact on patient outcome.